Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97, architect hbsag qualitative, that has a similar product distributed in the us, list number 1l80, architect hbsag. Lot number: acrh hbsag reagent lot 89266lf00, exp 01/14/2011, was in use at the customer site. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated that a long time blood donor who previously tested (B)(6) for (B)(6) on the architect, generated (B)(6) results for (B)(6) values have risen from (B)(6). A current sample from the donor tested (B)(6). Pcr results from (B)(6) 2010 and a sample obtained three weeks previously, tested weak (B)(6).

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, testing of retained (B)(4), a search for similar complaints, and a review of labeling. No returns were available for this investigation. A retained in-house sample of (B)(4), was tested with in house approved calibrators and controls, and two commercially available (B)(4). Acceptable calibration and control results were obtained, and package insert specifications were met. The (B)(4) results were as expected. Tracking and trending revealed no adverse trend for (B)(4). Labeling was reviewed and found to be acceptable. Patient samples were sent to the (B)(6) for testing, and results will be made available to the customer. Based on the investigation, no product issue was identified for (B)(4).

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97, architect hbsag qualitative, that has a similar product distributed in the us, list number 1l80, architect hbsag. An investigation is in process. A follow-up report will be submitted when the investigation is complete.